Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 19381020. The leads were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving adequate stimulation and pain coverage. The physician decided to perform a revision procedure to replace both leads. Patient was receiving good coverage and was doing well post operatively.